Event description:
Report received of an overdelivery. Between the hours of 0000 and 0100, the nurse "cleared" and programmed the pump to deliver tpn at a rate of 4.9ml/hr, with a vtbi (volume to be infused) of 50ml. At 0245, the pump reportedly alarmed "backprime". The nurse reported that the container of tpn was "complete". The pump was removed from clinical service. The patient was noted to be agitated and tachypneic. The physician was notified and blood tests was ordered. At 0405, the blood glucose level was reported to be greater than 1300mg/dl. At 0415 using a replacement pump, the patient was treated with an unspecified concentration of insulin at a rate of 1ml/hr. There were no reported adverse patient sequelae. Though requested, no additional information was provided.